Event description:
The customer reported that the device displayed printer malfunction, power supply failure, shock equipment malfunction, and pacer equipment malfunction error messages.

Manufacturer narrative:
The customer reported that the device displayed printer malfunction, power supply failure, shock equipment malfunction, and pacer equipment malfunction error messages. The device was evaluated at philips, and the reported symptoms were confirmed. Replacing the power pca resolved all of the issue.